Event description:
It was reported that the patient received a malfunction error message. There was no reported impact to the customer's blood glucose level. The patient declined technical support assistance, and no additional actions were taken.